Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient received a shock from the device and the next day, the device started "beeping." The patient also reported being dizzy and that the alert was going off at the same time each day. Follow-up was attempted with the physician's office, however no chart could be found for the patient. At the suggestion of the receptionist, another physician's office was called, however, there was also no record of the patient there either. No further information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.